Event description:
The customer contacted physio-control to report that their device had a service indicator present after performing a daily test. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that the unit would no longer defibrillate when prompted.

Manufacturer narrative:
(B)(4). Physio-control examined the device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a diode, designator cr44.